Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, h11 and concomitant products. Section b5: additional event information received on 26-dec-2025 indicated that the event did not result in any undue procedural delay that could be considered clinically significant. The microcatheter used was a prowler select plus. The device did not appear damaged at any time. There was nothing noted to be obstructing the microcatheter. A continuous flush was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The delivery wire is separated, meeting regulatory reporting criteria. Section e1. Initial reporter phone: (B)(6). The device was returned to j&j medtech for further evaluation. A non-sterile EU 4.5x28mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was detached from the delivery system. The distal coil was separated from the delivery wire. The distal end of the proximal coil was kinked. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent being impeded cannot be evaluated through a functional test since due to the stent detachment. In order to perform a functional test, the stent must be attached to the delivery wire and inside the introducer. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent detachment and damages on the delivery wire were not originally reported, and the exact time of occurrence cannot be determined; therefore, these damages are not considered related to the issue reported. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The healthcare professional reported that the EU 4.5x28mm stent 12 mm dw tip (enc452812/9477852) was impeded in the hub of the microcatheter and could not advance anymore. The physician only retracted the stent alone and switched to a new one to complete the procedure. The microcatheter was not replaced. No patient injuries nor consequences were reported. Based on the product analysis of the device received, the delivery wire is separated.